Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump was turning on and off and the batteries were depleting quickly. The blood glucose reading was 311 mg/dl. The patient stated that the battery was not previously used. She reported that the insulin pump has turned off a few times. The customer was advised that the insulin pump can be used until replacement arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The insulin pump passed the self test. No unexpected low battery or battery out limit alarms noted. No unexpected on and off display anomaly unit noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.